Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise.

Event description:
New information received notes that the patient was presented for a magnetic resonance imaging (MRI) procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed. The patient was stable in condition.